Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis while performing continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient had an unspecified vision problem. The peritonitis was manifested by cloudy effluent and abdominal pain. The patient was hospitalized. Beginning on the day of onset, the patient was treated with ceftazidime for seven days (route, dosage, and frequency not reported) and cefazolin for seven days (route, dosage, and frequency not reported) for the bacterial peritonitis. Beginning seven days after onset, the patient was treated with ciprofloxacin for twenty-four days (route, dosage, and frequency not reported), imipenem for twenty-four days (route, dosage, and frequency not reported), and amikacin for twenty-four days (route, dosage, and frequency not reported) for the bacterial peritonitis. One day prior to the receipt of this report, dianeal therapies were discontinued and the peritoneal dialysis catheter was removed. After thirty-one days of hospitalization, the patient was discharged. The patient was not recovered from the bacterial peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.